Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 44mg/dl; cause was unknown. Customer's husband provided cola to the customer which was consumed to treat low bg. Reportedly the customer continued to use the pump for insulin therapy.